Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that eleven days post implant the patient experienced diaphragmatic stimulation. It was further reported the right ventricular (rv) lead exhibited high thresholds and high impedance. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.